Manufacturer narrative:
The device was repaired and returned to the customer. The quality evaluation is ongoing. This report will be updated when the evaluation is complete.

Event description:
It was reported that while the device was at the manufacturer for routine maintenance, the repair tech found that the insides were covered with an oily substance. There was no patient involvement or adverse consequences related to this event.